Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the nozzle was clogged with foreign material and crystalline deposit was noted in the auxiliary channel. In addition, there was no air/water flow was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the flow problem was noted during the evis exera iii colonovideoscope disinfection cycle and the wash cycle was stopped. During a standard service inspection of the customer returned device, the nozzle was clogged with foreign material and crystalline deposit was noted in the auxiliary channel. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to lint entered the air/ water (a/w) channel due to use of gauze with lint for reprocessing, causing the nozzle to be clogged. It is also possible the removal of the detergent from the auxiliary water channel and the rinsing of the channel were insufficient, the detergent remained in the channel. The event can be detected/prevented by following the instructions for use (IFU) which state: inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system, inspection of the air-feeding function, inspection of the objective lens cleaning function. All cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories: clean the external surface, immerse the endoscope in the detergent solution, thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the auxiliary water feeding function. Reprocessing manual precleaning the endoscope and accessories: flush the auxiliary water channel. Manually cleaning the endoscope and accessories: flush the auxiliary water channel with detergent solution. Remove detergent solution from all channels. Olympus will continue to monitor field performance for this device.